Event description:
The clinician reports that the day the implant was placed in fdi 46, failure occurred upon insertion. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures,that production and process controls are in place to ensure that batchesconfirm to the applicable specifications before they are distributed. The removal of a dental implant during surgery without the replacementof another dental implant is a known inherent risk of the procedure dueto either lack of primary stability of the implant (patienor procedurerelated). It may also include the removal of an implant afterosseointegration due to either the clinician's or patient¿s decision.the manufacturer¿s trend analysis confirms that usually proceduralerrors and/or patient's condition contribute to the event.